Event description:
Physician was attempting to deliver 2 endeavor resolute drug-eluting stents to a lesion in the rca with 90% in-stent restenosis but the devices could not cross. The lesion had been pre-dilated. The physician used a 3.0 x 23 mm non-medtronic stent to complete the procedure. The endeavor resolute devices had been inspected before use with no issues noted. The device was returned to the manufacturing facility and the stent was observed to be damaged. No clinical sequelae were reported. Evaluation summary: the stent was positioned between the marker bands as per specifications. The 6th proximal stent segment was raised and deformed. The distal tip was damaged. Please note that this device (endeavor resolute rx) is distributed outside the united states; however, it is similar to the united states distributed product (resolute integrity rx).

Manufacturer narrative:
Results: stent deformation. Lesion morphology ¿ 90% in-stent restenosis. Previously implanted stent at lesion had restenosis. Deformation problem. Conclusions: lesion morphology ¿ 90% in-stent restenosis. Previously implanted stent at lesion had restenosis. Stent deformation. (B)(4).